Event description:
Customer reports receiving false negative results on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative results obtained on (B)(6) 2022. See (B)(4) for alternate false negative results. Customer reports receiving a false negative result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). On (B)(6) 2022, customer tested positive with a pcr test and negative with a rapid antigen test (brand/manufacturer not specified). Customer was prescribed the basic covid-19 pill regimen, which she began on (B)(6) 2022, customer tested negative with the abbott ID now at walgreens. Customer experiencing sore throat, mild fatigue and a persistent headache. Cartridges stored within the validated temperature range.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.